Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis of the catheter revealed catheter body damage to the transition tube. Review of the internal pump logs indicated the pump was being used to infuse morphine (1.0mg/ml).

Event description:
Information was received from an unknown source regarding a patient with an implantable infusion pump. Indications for use included non-malignant pain and chronic low back pain. It was reported that the catheter was removed and the catheter tip was sent for culture. There was a patient admission date noted of (B)(6) 2015. No information was reported regarding the reason for the catheter removal, if the patient experienced symptoms, when the issue started, the results of the culture performed on the catheter, or the outcome of the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Conclusion code was updated.